Event description:
"Onguard 2 spike port adapter came loose last night and today." "Nurse in pediatrics hanging a bag of chemotherapy that was primed with medication had the spike port adaptor fall out on her. Chemo spill went on her person and clothing and equipment and floor.